Event description:
Additional information reported that the crt-d system continued to exhibit high shock impedance measurements.

Event description:
Information was subsequently received that the rv pacing and shock impedance measurements slightly decreased. Additionally, there was a drop in the left ventricular (lv) lead impedance measurements and a small decrease in the right atrial (ra) lead impedance measurements. Boston scientific technical services (ts) and the field confirmed the decreases were not significant and all measurements are still within the acceptable range. There was no evidence of noise and all other system operations were normal. Ts indicated the decreases in impedance measurements were likely related to a change in the patient's condition. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high, out of range shock impedance measurement was observed on the implantable cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. It was reported that all other measurements were within range and no connection or lead issue was suspected. No revision was done at this time. The patient will be monitored. The device and lead remain in service. No adverse patient effects were reported.